Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode d. Q1 on ECG d is pulling down the electro discharge voltage, causing a falloff test failure. A root cause investigation determined that the cause of the unused wire migration in the ECG ¿d¿ cable was the lack of a method to secure the unused wire ends. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.